Event description:
The customer reported that their central nurse's station (cns) was not booting up as intended.

Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the customer at soldiers and sailors memorial reported the following issue with pu-621ra; sn (B)(6), from patient monitoring: the cns was having issues with the boot up. While going through the maintenance of the cns, customer shut it down and when he tried to boot up the cns, it did not start its normal boot up process. Instead it went to a blue screen where it started off reading "a problem has been detected and windows has been shut down to prevent damage to your computer " it also gave error code. Investigation summary: the root cause of the issue was determined to be a degraded hard drive. The overall risk of this event, taking into consideration of severity and probability, is "high".

Manufacturer narrative:
The customer reported that their central nurse's station (cns) was not booting up as intended. The customer reported that the cns went onto a blue screen during bootup, displaying an "a problem has been detected and windows has been shut down to prevent damage to your computer" error message. Nk ts informed the customer that this message indicates that the cns hard drives are malfunctioning. The customer will be ordering new hard drives in order to mitigate this issue. No harm or injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical product.

Event description:
The customer reported that their central nurse's station (cns) was not booting up as intended.